Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient fell twice this past week on (B)(6) 2017. The caller reported that there were artifacts on the patient's EKG, and the patient's healthcare provider (hcp) thought it was because of the ins. The caller reported that there were never artifacts in the past when the patient was hooked up to vital signs/EKG.